Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since implant they had been having a lot of gas and they mentioned never having this much gas before, they feel like they were not emptying their bladder, they were feeling a vibrating in their rectum and vagina and they were also feeling pain in their bladder. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and decreased the stimulation. Patient said having some relief and not having the strong vibration as they used to. Patient stated they would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirected to doctor if issue persists. Patient would see their healthcare provider tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.